Event description:
A hospital in (B)(6) reported that there was a hole in the tubing of an rt235 infant dual-heated evaqua breathing circuit during use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Fisher & paykel healthcare is currently in the process of attempting to obtain further information from the hospital. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Report number: mw5030443. Correction to lot date; initially entered as 1301118 with manufacturing date of 18 january 2013. The correct lot date is 130111, with manufacturing date of 11 january 2013. Method: the complaint rt235 breathing circuit was not made available for evaluation for fisher & paykel healthcare, (B)(4). Three attempts were made to get more information of the event but no further information was provided. Results: it was reported that "the rt235 circuit had a hole in the tubing for ventilator". A lot check revealed no other similar complaints for the lot number provided. Conclusion: we were unable to inspect the rt235 circuit, but it is possible that it had been punctured by a sharp object. All rt235 breathing circuits are pressure tested for leaks prior to distribution and those that fail are rejected. This suggests that the breathing circuit was damaged after it was released for distribution, possibly during storage at the customer facility or setup. The key difference between the evaqua breathing circuits and conventional breathing circuits is that the expiratory tube of evaqua circuits such as the rt235 is composed of a thin, semi-permeable film specially designed to allow water vapour from expired ventilatory gas to pass through. The evaqua expiratory tube has a protective mesh which prevents damage to the walls of the tube, however the evaqua tubing remains more susceptible to damage than conventional circuits when exposed to rough handling or damage caused by sharp objects and third-party circuit hangers. Our user instructions that accompany the rt235 state the following: use caution when positioning the circuit. Sharp or harsh edges and surfaces may damage the expiratory limb. (B)(4).

Event description:
A hospital in (B)(6) reported that there was a hole in the tubing of an rt235 infant dual-heated evaqua breathing circuit during use. No patient consequence was reported.